Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal unknown baclofen 1500 mcg/ml at 209.9 mcg/day and unknown morphine 6 mg/ml at 0.8396 mg/day via an implanted pump for intractable spasticity and multiple sclerosis. A motor stall was seen on initial interrogation. The pump logs showed two motor stalls and motor stall recoveries; the first was on (B)(6) 2015 and the second on (B)(6) 2016, both were relatively short in duration (1 hr and 10 minutes, respectively). There was no known MRI or magnetic interaction that might have caused the motor stalls. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.